Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
The inductive head cannot be initialized with the smarttouch tablet. A p1+p2 maneuver followed by the exit of the session is needed to solve the issue.